Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a patella resurfacing along with tibial insert revision surgery. Per case notes, patient symptoms experienced were unspecified. No relevant supporting clinical information, beyond the revision surgery, has been provided to assist with a clinical investigation, however, the patella resurfacing is not indicative of a malperformance of any component. Instead the resurfacing is most likely due to disease progression. The patient's current condition is unknown and the patient impact was reportedly the patella resurfacing and tibial insert revision. Further impact could not be determined based on the limited information provided. No further clinical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a tka was performed on an unknown date, the patient experienced unspecified symptoms. A revision surgery was performed on (B)(6) 2021 to threat the adverse events. During the surgery the patella was resurfaced and the tibial insert was replaced. Additional information is unknown. No information was available about primary tka surgery or implant details. Patient outcome is unknown. No further information is available for this case.